Event description:
It has been reported to the co while doing a retrograde approach, the tip of the catheter knotted. Physician was going to get a snare in the cardiac cath lab but after some time passed they were able to pull the catheter down to the common iliac and were able to untangle and remove without further intervention. There is no report of injury and the sample has been returned for the co's analysis.